Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the display reads keypad lock. Customer does not recall any significant events leading to the error. Customer's blood glucose was over 400 mg/dl at the time of incident and 300 mg/dl at the time of call. Troubleshooting was done for keypad and appears that issue was resolved. No further information was given.